Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The right atrial (ra) lead was to exhibit signal artifact. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.